Event description:
Argon beam was being evaluated by hospital in the endoscopy/gi lab. Dr. Agreed to try the unit and stated he had used it previously at another hospital. Conmed sales representative reminded physician of the proper use of the argon beam device (do not activate while in contact with the tissue). The doctor touched the tissue, activated the probe and experienced 'bubbling' in the mucosa. When the patient awoke in recovery, the patient experienced distension in the abdomen and severe pain. The patient was operated on a second time to repair damage and the doctor found the area of perforation was the spot where the doctor experienced the 'bubbling'. After the initial activation of the probe when the doctor experienced 'bubbling', the nurse in the room asked the conmed sales representative, "you said not to come in contact with tissue, right? ". The sales representative was told by the chief of gi that this will go before a hospital review board.

Manufacturer narrative:
The system 7550 was not returned to conmed for an evaluation. The device functioned as intended/designed. The operator of the device failed to follow instructions given by the conmed representative, and also failed to follow the instructions for use (IFU).